Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) short interval counts (sic), and the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and the unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, rv lead integrity alert warning occurred for increased sic count and 2 or more high rate non sustained episodes less than 220 milliseconds on (B)(6) 2015. Rv pace lead impedance was 4047 ohms on (B)(6) 2015. Evidence of oversensing has been noted on ventricular fibrillation (vf) episodes along with ventricular tachycardia (vt) non sustained and high rate non sustained episodes on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy, and the right ventricular (rv) lead exhibited high impedance and fracture. The rv was explanted and replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, and the overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Analyst commented, helix does not extend, lead is kinked at 24.5cm. Blood and tissue visible inside helix. Photos taken. No further helix testing possible.